Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The device was tested with a test keypad and no frozen display noted. Unable to perform operating currents and verify battery error due to button error and no button response. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.